Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. A review of the device logs could not confirm the reported inoperable touchscreen. Performance testing could not confirm the reported alarms. During the evaluation, the device failed to complete its internal self-test. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and the touch screen was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and the touch screen was inoperable. There was no patient injury reported as a result of this incident.